Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The device was in use with patient (amount of time unknown) when the patient's blood glucose levels were between 400-500 mg/dl. The patient found her cannula detached from the infusion site. The patient went to the emergency room, but the surgeon would not remove the cannula. The patient was recommended to "wait it out" until the cannula naturally worked itself out. The infusion set was replaced by the patient. No patient injury or medical intervention reported.